Event description:
The hcp reported that the patient's catheter broke and he had to have it replaced. No patient symptoms or outcome was reported. Additional information has been requested, but was not received as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional.